Event description:
It was reported that the patient had his stimulator checked a week and a half prior to the report and he needed it replaced. The healthcare provider (hcp) said they saw an early replacement indicator (eri). The patient stated the stimulator was not working as effectively as it used to and it took twice as long to charge; these issues started about a month prior to the report. The patient recharged every five days and had stimulation on 98% of the time. The patient was concerned that stimulation would stop before he could have the replacement and wondered about longevity. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39286-6, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).